Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d4 which has the lot number field filled in with what should be the serial number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer oes elite high-definition autoclavable telescope was returned to olympus for ¿repair¿. The details of the repair request were not specified by the customer. Upon inspecting, olympus identified the connector pin broke off from the main body of the telescope. This report is being submitted to capture the broken off connector pin component found during repair inspection. The customer further reported there was no death or injury and no impact to patient or other. No patient or procedure involved.

Manufacturer narrative:
The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.